Manufacturer narrative:
Pictures were attached to the complaint. In one of the pictures, a deformed tube is observed. One sample was received. Sample consists in one cassette product from part number 21-7302-24, lot number 4372073. The sample was received in used condition. The sample was visually inspected, and a damaged tube was detected. Functional testing found no discrepancies. The investigation was not able to confirm the customer allegation in the received product and therefore a cause was not determined. There is no non-conformance or deviation related to the failure reported in the device history record.

Manufacturer narrative:
Date given as mid-may 2024. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that "for pah patient, drug solution was filled and started, but could not be injected." This occurred during priming at the facility, no patient involvement.